Event description:
It was reported that the image on the 9800 system monitor went blank when the system was in the lateral position. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable and camera were replaced during the service call. The system was tested and found to be working as intended and put back into service.